Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. Unit was received with missing battery cap contact, cracked battery tube threads and cracked case along the side of the battery tube.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 8.8 mmol/l. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer did not wish to rewind the insulin pump. The customer stated that the insulin pump did not pass self-test. The customer reported that on troubleshooting the insulin pump passed self test. The customer also reported that the insulin pump has cosmetic damage. Customer states the insulin pump does not rattle when they shake it. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Updated h9: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.